Event description:
According to the available information, it was noted that the expiry date of the kit is longer than the expiry date of one of the components. Kit's expiry date: 25mar2024; component expiry date 300912: 31aug2022. No patient effects were reported.

Manufacturer narrative:
Medical device name: in-ka ureteral balloon dilatation catheter. Manual lot: 8268006. According to the complaint description, the lot number and the sample are available. The review of the complaint history database, revealed no trends for the lot number 8268006. The product reference bd41441002 lot number 8268006 has been manufactured for (B)(4) pieces in october 2021. The expiry date is march 2024. This product is a kit composed of: yd400490 cpkit-sde dilat uretera, lot number 7931252, expiry date is march 2024. Yd400490 cpkit-sde dilat uretera, lot number 8051914, expiry date is june 2024. Sw0105 cmpst-serin b-d 10cc luer lock, lot number 1710160081, expiry date is august 20222. Checking the quality database revealed no anomaly in connection with the described effect "expire date". The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.